Event description:
It was reported that caller experienced continuous glucose monitor error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform full pump reset, was walked through reset steps, and successfully started new sensor session.